Event description:
Oxygen equipment is unsafe. Woke up at 4:00 am. On (B)(6) 2018 home concentrator had quit working but never alarmed. On (B)(6) 2018 had to call from my doctor's office to have tanks brought there due to oxygen leaked out and left me without enough to get home on.